Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe. ¿ malposition: unable to observe. As per the investigation procedure, creases, wear abrasion and observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, d.9., h.3., h.6.

Event description:
Healthcare professional reported right side no complaint against the device. Later healthcare professional reported capsular contracture, baker grade iii with implant malposition. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. With implant malposition. The device has been explanted and replaced. Open capsulotomy was performed.